Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer experienced high blood glucose levels. Troubleshooting was performed and the insulin pump failed the leadscrew test. It was stated that the leadscrew did not make a full rotation. Nothing further was reported.